Event description:
It is reported that the device was implanted in 2008. The pt visited the surgeon with a dislocated head from the liner. The surgeon tried to relocate the hip without surgery, however surgery was required. The head was relocated without removal of the locking ring. The head was mfg by a competitive co.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays were returned for review. This pt has already been revised once due to recurrent dislocations. Dislocation could be due to (but not limited to) one or more of the following: improper shell size selection, incorrect component positioning, femoral component impingement, pt anatomy prone to dislocation, or improper anatomical position assumed by pt. It was noted that the femoral head was a competitor brand which is an off-label use with the liner. However, based on the available info, a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.